Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 at 17:35:12. During night drain cycle three, the patient's ultrafiltration reading was 1772ml, indicating the home patient (hp) drained 1772ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through the review of the event history logs. The cause was false empty detect and use error, inappropriate bypass of the caution: negative uf alarm. Homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass a caution: negative uf alarm. There is also a warning that states: "bypassing a caution: negative uf alarm can leave fluid in the peritoneal cavity and results in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.